Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely tortuous right coronary posterior descending artery. The promus element, mr ous 2.50 x 20 mm, was unable to cross the lesion. Once the physician removed the device, it was noted that the edge of the device was flared and was shortened by approximately 5 mm from 20 mm to 15 mm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).